Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Green lines with static were present when the video cable was moved near the strain relief. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with an avl video baton 3-4, the monitor's screen was flickering while trying to intubate the patient. A back-up device was used to complete the procedure with an estimated delay of one minute. No harm to patient or user was reported.